Event description:
A patient was referred for lead and generator replacement surgery due to abnormal diagnostic test results from her vns. The company representative was unsure whether the diagnostic results indicated low or high lead impedance but believed there may have been a possible lead break for the patient's device. The patient underwent lead and generator replacement surgery. The company representative noted that he did not perform preoperative diagnostics but indicated via the implant card that high impedance was present for the system. The explanted products have not been received by the manufacturer to date. No additional relevant information has been received to date.

Event description:
Follow-up with the treating nurse confirmed that high lead impedance was present on the patient's device. During the clinic visit at which high impedance was identified, the patient reported intermittent pain with vns stimulation. The nurse decreased the normal mode output current, and the painful stimulation resolved. A company representative reported that the explanted products were discarded by the hospital per protocol.